Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Other medication the patient was taking includes oral hydrocodeine and demerol for pain control and oxygen. Indication for use was malignant pain and thoracic. The date of the event was (B)(6) 2002. It was reported the patient was very weak prior to the pump implant from lung cancer stage 3-4 that was diagnosed on (B)(6) 2001. The patient was in terrible pain. The pump was implanted because of the lung cancer pain. The patient was kept overnight for observation. It was unknown why the patient was kept overnight but it may have been due to the preexisting lung cancer condition. The patient experienced a sudden change in therapy. The patient felt like he was down in a drum and overcome by the medicine. The patient had some swelling at the base of his spine where the catheter was located; there was a bulge there. The patient had an appointment to follow up with the physician on (B)(6) 2002. On (B)(6) 2002, before midnight, the patient passed away at home. The patient was asleep sitting up in a recliner and took his last breath around 1115 p.m. -1130 p.m. The patient¿s wife heard him taking his last breath. The coroner marked (B)(6) 2002 as the date of death because it was after midnight when the patient was pronounced dead. The cause of death was lung cancer. It was unknown if the death was related to the device or therapy. The reporter felt the patient had a faulty pump. The reporter was suspicious because she brought the patient home from the hospital and the patient passed away that night at home. Surgery to put the pump in was done the day before and she brought him home the next day and he died that night. The pump was implanted (B)(6) 2002. The reporter clarified that maybe it was a couple of days since surgery, but recalls it was quickly after being implanted that the patient passed away. The patient had been given a year to live and the patient lived one month longer then they predicted. The patient never smoked and was very healthy and was only (B)(6) and just going into retirement when all this occurred. It was believed the patient was not taking the oral pain pills after the pump was implanted. The patient was cremated and it was unknown what happened to the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.